Event description:
(B)(4) customer reporting one event of rh discrepancy between patient's result using vision analyzer. On (B)(6) 2023, patient with previous history of rh positive was tested on vision, using mts abd and rev gel cards lot # 021723037-18 (exp dec-24th-2023) and anti-d result of 3+ was obtained. Result was released to clinician. Second sample was taken on (B)(6) 2023, when patient was admitted for delivery of newborn. As per customer, site could not use their vision for testing due to lack of mts abd/rev gel cards. Using tube method, a competitor's anti-d antisera, rh was negative at is spin. Secondly, patient gave birth to rh positive baby, sample was sent to ref lab for molecular testing. Relevant information: issue reported on july-03-2023 . Microtubes/wells or cell (donor #). Affected: anti d well - reaction grade obtained: 3+. Customer was expecting: negative. Incubation time (for manual test only): none. Is test repeated: by manual tube testing. Is- neg - number of samples affected? One - was qc affected? No - was any expired product used? No when was the last successful qc run? Day of testing patient. Clinical history: patient's diagnosis: pregnancy; on (B)(6) 2023 was on the prenatal sample. Product handling protocol: cassette/gel card storage temperature range: rt. Cassette/gel card orientation: upright. Other relevant information: competitor's product used for tube testing for anti-d lot# 9145010 exp oct-29th-2023. Actions already performed by customer: sample was then sent to ref lab for molecular testing; troubleshooting steps performed by tsc: cust reporting rh discrepancy for pregnant female. Rh positive - 3+ on the vision and is spin tube was negative. Tsc review literature of testing on vision gel technology are detecting in the abd and rev cards. No manual gel testing was performed. Requesting copies of order reports/ ref lab reports email from customer , who stated that patient was transfused 2 units of o neg rbcs on (B)(6) 2023. The sample collected on (B)(6) 2023 was a pre-transfusion sample.

Manufacturer narrative:
Investigation details per windchill (B)(4). The customer stated that they had processed quality control samples to validate the ortho mts system and that the results were as expected on the day of the reported event. The gel card storage conditions were aligned with ortho's recommendations. The ortho vision mts analyser order reports and reference laboratory report were provided and confirmed the pattern of reactions as described by the customer. A review of the manufacturing batch record of ortho mts a/b/d monoclonal reverse grouping card lot 021723037-18 as used by the customer on the day of the event was carried out at ortho's manufacturing site. No non-conformances or deviations related to the issues described by the customer were identified. The results of all in process and quality assurance release for sale tests were found to be within specifications. ((B)(4)) as part of the investigation, samples known to be d(rh1) antigen negative, weak d and d(rh1) antigen positive were tested at ortho's manufacturing site for d(rh1) antigen typing using retained product of ortho mts a/b/d monoclonal reverse grouping card lot 021723037-18 as used by the customer on the days of the events. The expected positive and negative reactions were obtained and therefore, the issues reported by the customer could not be reproduced. ((B)(4)) the review of the worldwide complaint databases was performed for ortho mts a/b/d monoclonal reverse grouping card lot 021723037-18 through to 18 july 2023. No other complaint was identified with call areas discres/falsepos. No trend was identified. ((B)(4)) the most probable assignable cause is sample related, associated with the d variant strongly expressing d(rh1) antigen. No general product failure was identified. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. Investigation summary per windchill (B)(4) discrepant positive d(rh1) typing result for a pregnant female. The most probable assignable cause is sample related, associated with the d variant strongly expressing d(rh1) antigen. No general product failure was identified. A positive d(rh1) result was initially reported to the clinician. The patient was not harmed.